Event description:
Pt reports lymphoma on the breast implant f/u study annual questionnaire. A call was place to the physician to gather more info. They were able confirm the diagnosis of non-hodgkins, that this pt was in fact an augmentation pt and that they were not aware of a diagnosis of lymphoma. The disease is not breast side specific. It is a systemic lymphoma. This is for the left side. MFR # 2024601-2012-0063 is for the right side.

Manufacturer narrative:
Medwatch submitted on (B)(4) 2012. Device labeling reviewed. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.